Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with minor scratched case, stained keypad overlay, pillowing keypad overlay, overlay texture damage, cracked keypad overlay, and cracked battery tube threads. The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown at the time of incident. Customer also inquire about shipment. The insulin pump will be returned for analysis.